Manufacturer narrative:
Aware date, as event date is unknown.

Event description:
Reported via journal article. It was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed in conjunction with pulmonary vein isolation (pvi) using a cryoballoon. The patient was placed under general anesthesia. Two cryo applications were performed in all four pulmonary veins, and after 20 minutes, there were no signs of re-conduction. The watchman access system sheath was positioned and a 21mm watchman flx laa closure device was guided by angiography and transesophageal echocardiogram (tee). Measurements of the laa and limbus were performed and showed significant changes before and after pvi. The first attempt at placement of the watchman device resulted in minor residual flow. A second placement was performed satisfactorily and the watchman device was successfully implanted. The patient continued phenprocoumon therapy and added carbasalate calcium 100mg once daily. After three months the phenprocoumon was discontinued and replaced with clopidogrel 75mg once daily. After an additional three months, the clopidogrel was discontinued and the patient continued carbasalate calcium 100mg once daily. During a routine 3-month tee, device shouldering was noted with para-prosthetic residual flow of <5mm which was followed by tee and persisted during the following years. Recurrent episodes of atrial fibrillation were also noted during follow-up. After 15 months, the patient experienced a stroke. Tee did not reveal a laa thrombus and the residual para-prosthetic flow remained minimal at <5mm. The patient was started on rivaroxiban 20mg once daily.